Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges the fabric that covers the massage unit in the seat was rubbing near the stroke tube of the motor and there is a hole under the seat.

Manufacturer narrative:
The device was evaluated and repaired by a field service technician. The seat was replaced and the device is working properly.

Event description:
Alleges the fabric that covers the massage unit in the seat was rubbing near the stroke tube of the motor and there is a hole under the seat.